Manufacturer narrative:
The device was returned to nuvasive and the device issue could not be confirmed. No photos could be provided confirming injury to the surgeon. Testing of the return device found the level to be performing as intended and kwire was able to pass through without issue. No device problem could be found or recreated indicating the root cause to be the result of inadvertent operator error related to poor handling and or technique related issues. No additional investigation required. Label review "residual risks and potential side effects - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in... Damage to blood vessels" "residual risks to surgical staff associated with use of general surgical systems are: lacerations, cuts, or abrasions, including due to instrument breakage, slippage, misuse, or mishandling... Instrument failures or malfunctions which prevent intended use, resulting in decreased operational efficiency and general inconvenience. " "the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential injury."

Event description:
On may 22 2024 it was reported that during a posterior fixation procedure while removing a guidewire the surgeon had difficulty pushing the driver lever to insert the guidewire. As a result the tip of the guidewire pierced the thumb of the surgeon. The bleeding was addressed and the surgeon continued the procedure with no adverse consequences to the patient.